Event description:
Physician placed talon in patient, lesion felt hard initially when placing the probe. He extended the tines then took a scan to see if he had good placement. The doctor had to reposition, he pulled back on the tines but said it didn't feel right. He removed the probe from the patient and found that two tines had been left inside the patient.